Manufacturer narrative:
The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer reported that while reprocessing various olympus connecting tubes, the clips broke off. There was no patient involvement during these events. This report is 6 of 14. Please see the following patient identifiers for the related events: (B)(6).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device. The device was returned for evaluation without the original packaging and the device lot number is unknown, however, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, a definitive root cause of the reported damaged cleaning tube preventing connection to the cleaning tank connector issue could not be determined, however, the issue was likely the result of an external load on the cleaning tube due to applied force in the wrong direction, causing damage and making it impossible to connect. The event can be detected/prevented by following the instructions for use which state: 9 preparation and inspection 1 visually inspect the connecting tube to ensure that there are no cracks, breaks, rips, scratches, attached debris, or other irregularities. 2 move the lock levers of the reprocessor side connector to make sure that they function properly and are not broken. Olympus will continue to monitor field performance for this device.